Manufacturer narrative:
Other relevant device(s) are: brand name: micra delivery system. <(><<)> model #: mc1avr1-delsys, expiration date: 14-jul-2021, serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 18-feb-2020. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It was reported that following a procedure to revascularize the left anterior descending artery (lad) and the left main artery an attempt was made to place a leadless implantable pulse generator (ipg). The first two placements showed high thresholds and no capture. On the third attempt it was noted the patient had no pulse. A possible perforation or clot was noted. The patient was bradycardic briefly however no pulse or blood pressure was again noted and cardiopulmonary arrest was noted and the patient passed away.